Event description:
Approximately 16 hours after insertion of an iapb (intra-aortic balloon pump) in the cath lab, the balloon membrane ruptured, and blood began to flow into the helium drive line. The line was clamped, the pump was stopped. Patient was taken to the cath lab to receive a replacement iabp, second device was inserted without issue.